Manufacturer narrative:
An investigation was conducted: investigation methods and findings: visual and functional analysis/testing according to atec disposable device post market instructions, could not be conducted for the described event due to the device was not available for return. Cause/root cause: root cause analysis did not identify a definitive root cause. The device was not returned for this complaint and there was limited patient-related information provided for this event. Investigation for this issue was conducted through customer provided information, historical data review, similar complaints analysis, and product design evaluation. Conclusion: the reported issue could not be confirmed because the device was not returned. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: the DHR review was conducted for atec disposable finish good lot and no non-conformances or deviations related to the finished good lot were found.

Event description:
It was reported that during an atec breast biopsy procedure on (B)(6), 2025, "a very small, foreign object" was found inside the atec needle basket. It is further reported that the materiel "becomes trapped in the tissue sample." It is reported that the procedure was completed successfully and no patient harm was reported.